Manufacturer narrative:
The factory has not yet received the device for evaluation and this complaint is still under investigation.

Event description:
The customer reported that the unit changes to energy levels different from the energy levels selected. Additionally, the unit discharges on its own.